Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in backup vvi upon interrogation, but telemetry kept dropping out. The programmer was unable to restore the device. The patient was intrinsic at a rate of 52 beats per minute on a surface electrogram, indicating that the pulse generator was not delivering output. The device was explanted and replaced.